Manufacturer narrative:
H3: one device was received for evaluation. The event history log (ehl) and service history were reviewed. The reported issue was confirmed by checking the alarm history. The probable cause of the issue was a faulty mainboard. The mainboard was replaced to fix the issue. The device then passed all functional tests after the repair.

Manufacturer narrative:
E1, (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a acu watchdog alarm. There was no patient involvement, no patient injury was reported.